Event description:
Caller reported that a malfunction occurred with the pump, specifically identifying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer service provided information and assistance to reset the pump, which resolved the malfunction as it did not recur afterward. Customer was advised to continue using the pump and to contact support again if issues arose, which the caller accepted and acknowledged.